Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of vessel trauma or vessel damage is listed in the hi-torque guide wire instructions for use. Although a conclusive cause for the reported dissection and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the right superficial femoral artery, a non-abbott guide wire was advanced into the patient's anatomy to probe the vessel and was removed. A spartacore guide wire was then advanced into the anatomy. An xpert stent system was advanced into the anatomy and the stent deployed. An x-ray was then taken of the leg and an area that appeared to be a thrombus was noted. An attempt was made to aspirate the thrombus; however, it was noted that the area was actually a dissection in the anterior tibial artery. An xpert stent was then advanced to the site and deployed to treat the dissection. The physician stated that it could not be determined if the dissection was caused by the spartacore guide wire or the non-abbott guide wire. There was no clinically significant delay in the procedure and no adverse patient sequelae. Though requested, no additional information was provided.